Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
On (B)(6) 2019, the end user reported no air flow experienced during the preinspection check, involving video gastroscope eg29-i10/serial (B)(4). The gastroscope was returned to pentax medical for evaluation on 28jun2019 and the pentax medical endoscope technician found a broken accessory in the forward water jet socket on 03jul2019. This finding confirmed the customer's complaint. Other inspectional findings included: passed dry leak test, objective lens cracked, passed wet leak test, left light carrying bundle distal cover glass cracked. On 03jul2019 the complaint handling unit(chu) received a complaint notification form from the service repair department regarding and "accessory stuck being stuck in the forward water jet socket. Pentax chu performed good faith efforts to acquire additional information from the user facility. On 22july2019, pentax chu received a response that they were not aware of the broken stuck accessory in the forward water jet socket. The user stated they follow all IFU for pre-procedure checks, reprocessing and accessory involved. On 01aug2019, additional response was received confirming that the stuck accessory was a broken piece of "disposable pigtails" (disposable water jet adapter). The scope was repaired where the water jet socket and miscellaneous parts was replaced and returned to the user on 24jul2019 on delivery 82094485. A review of the service history indicates this is the first service event since the scope was sold to the user on 30jul2018. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.